Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to paravalvular leak (pvl) of unspecified severity, and a deep frame was also observed. No patient complications were reported as a result of this event. Additional information was received to clarify that the reason for failure was that the valve was implanted deep during the implant procedure. The severity of the pvl was moderate-severe. Additional information was received that the deep implant was not intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to paravalvular leak (pvl) of unspecified severity, and a deep frame was also observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a4. B1. B2. B3. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-34; product ID: d-evolutfx-34; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening injury occurred. The event is now a reportable serious injury. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to paravalvular leak (pvl) of unspecified severity, and a deep frame was also observed. No patient complications were reported as a result of this event. Additional information was received to clarify that the reason for failure was that the valve was implanted deep during the implant procedure. The severity of the pvl was moderate-severe.